Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1, b2, b3, b5, d6b, h6 - health effect - clinical code, health effect - impact code, medical device problem code and type of investigation.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, the patient stated that they experienced swelling in their knee due to metal fragments. As a result, the patient underwent a revision surgery approximately 11 years and 8 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, the patient stated that the implant was defective. As a result, the patient is scheduled to undergo a knee revision on a future date. No further patient impact reported. No further information available.